Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the he had 3 occasions where the insulin pump has done a repeat of fill cannula, even after he pressed the down on the act button. Customer declined transfer for troubleshoot and stated he would monitor the insulin pump. Blood glucose value is unknown.